Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a stent delivery system (sds) was advanced over the balance middle weight universal guide (bmw) wire. Resistance was met with the anatomy during advancement of sds to the heavily tortuous left internal mammary artery graft to the left anterior descending coronary artery. The sds was unable to cross the lesion and was removed from the anatomy. After the sds was removed from the anatomy, the hypotube of the bmw was noted to have separated. The separated guide wire was removed from the guide catheter, without reported issue. Three non-abbott stents were successfully implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to the patients anatomical conditions and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.